Event description:
It was reported, "when surgeon did post-op exam, green cup was found still attached to cervix. Cup was found on friday (B)(6) (almost 2 weeks after surgery). Cup was removed at that time. No injury reported." Patient did not complain of pain or any sensation of piece of device retained in patient. No change in treatment - no antibiotics or any other treatment prescribed in regards to the retained cervical cup.

Manufacturer narrative:
This is a FDA reportable due to sentinel event reported on medwatch 1320894-2008-00147. The device is not being returned to conmed for it has been discarded by the end-user. Lot history was not performed as the lot number of the complaint device was not available. However, all vcare devices pass in-process and final inspection functional testing prior to release. Therefore, the complaint can be neither confirmed nor unconfirmed at this time. The root cause of this complaint is undetermined. The possible cause of this complaint is application of force which exceeded the cervical cone pull off strength capability of the device. This would allow the vcare shaft to pull through the cervical cone, detaching the cone from the device. User technique may have been a contributing factor. The directions for use states, "upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator-retractor. There are: the balloon; the forward 'cervical' cup; the back or vaginal cup; the locking assembly with thumb screw; the metal shaft and handle with balloon inflation valve." The complaint investigation has not identified or confirmed any manufacturing defects with this device. Conmed is considering this complaint closed.